Event description:
It was reported the gastrointestinal videoscope presented a communication error. The issue occurred during service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, no image was found to be reportable during investigation. Based on the results of the investigation, since the reported malfunction could not be confirmed, a probable root cause could not be determined. Based on the investigation, it is likely that no image was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.